Event description:
It was reported that intra-operatively, the storz endoscope experienced several endoscope image frozen issues associated with the tower. The issue was resolved by unplugging the endoscope cable and plugging it back in. There was a delay of less than two minutes. There was no patient injury.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicated that the logs were analyzed. An error code for 'unsupported storz endoscope attached' was noted, indicating that the endoscope hardware that was connected to the tower was incompatible. An error code for 'image fault - surgeon console scaler signal loss' was also noted, indicating that the image data detected by the scaler was corrupted or lost. An error code for 'endoscope failure to communication' was also noted, indicating that the system was unable to establish communication with the endoscope. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.